Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. . A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 260.4130. 8100 sn: (B)(4) has an error code of 260.4130. The customer wanted ton know how to correct the problem. I explain to the customer that the error code is that you have to replace your logic board. The customer asked what would cause the error. I explain to the customer that the pressure sensor voltage is at least 8.4% higher than the voltage in the specification. The customer said that he would just send the unit back. So transfer to (B)(4) for an RMA.